Manufacturer narrative:
Additional information was received on 10/15/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient was replaced with a 350cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device returned is a 800cc becker siltex 25%. Catalog: 3548000. The device reported in this complaint was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. The investigation of the returned device was completed by the failure analysis lab on 12/3/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the left breast implant. During visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear within the siltex cracking was noted measuring approximately 2.0 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast reconstruction surgery with an unspecified textured gel breast implant experienced rupture on an unknown side post procedure. As a result, patient had an explantation on (B)(6) 2020.